Event description:
It was reported that, "while final tightening a 2030 bone screw into a titanium cup, the tip of the universal screwdriver shaft broke off into the head of the 2030 screw. The tip was flushed to the head of the screw and could not be removed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.